Manufacturer narrative:
The device is not required to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2014, the reporter contacted animas alleging the patient¿s blood glucose was between 400-600 mg/dl with extreme drowsiness, difficulty waking up, and confusion on an unspecified date. It was reported the pump¿s settings were not recently changed, the patient did not receive treatment above and beyond the usual routine of diabetes care and management, and the patient remained on the pump. The reporter noted the pump¿s time setting was incorrectly manually set. Animas customer technical service determined thyroid medication, blood-pressure medication, furosemide medication, allergy medication, and cholesterol medication contributed to the alleged hyperglycemia. This complaint is being reported because the alleged hyperglycemia was caused by a use-error of incorrectly setting the time. There was no report or indication of a pump malfunction.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 12/03/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A delivery accuracy test found the pump to be delivering accurately. All deliveries completed during investigation were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.